Event description:
Caller reported receiving a cartridge alarm after dropping her pump and changing the cartridge, which was followed by a second alarm upon loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Tandem technical support educated the caller on the load process and decided to replace the pump. Instructions for putting the pump into storage mode and returning it to tandem were given. A replacement pump with updated software was sent along with directions, and the caller confirmed the shipping details and agreed to use mdi as backup therapy to ensure continued insulin delivery.